Event description:
On (B)(6) 2011 at 06:19 am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter kit was missing control solution. On (B)(4) 2011, the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the alleged product issue began on (B)(6) 2011 in the evening, when she opened a meter kit she had obtained from her ob/gyn, for gestational diabetes. The patient reported she manages her diabetes with diet and exercise. The patient reported that after reading the instructions, it appeared that control solution was required to use the meter, but missing from the meter kit. The next day, on (B)(6) 2011 at 7:00 am, she became "shaky, nauseated and dizzy" due to the product issue. The patient reported that she was not able to test as a change to her diabetes management due to the product issue. The patient reported that she ate crackers as treatment due to the product issue, called lifescan for assistance and felt better afterwards. The cca noted that during troubleshooting, that the meter kit was being used for the first time. The patient was educated that strips and control solution have expiration dates and so are not included with a meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
A device history record (DHR) was reviewed for this particular meter lot and no problems were found for this particular meter lot. For the initial report information was missing. Should be marked as adverse event and should be checked marked as life threatening and required intervention.